Event description:
The customer reported that prior to use on a patient the unit generated an "electrical test fails code #51" (adjusted motor speed out of specification) alarm. The pump was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed the reported "electrical test fails code #51" (adjusted motor speed out of specification) alarm. The company representative replaced the motor controller pcb (0671-00-0004). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).